Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed internal leakage test with message "system volume too large", pressure transducer test, flow transducer test and patient circuit test during pre-use check. The air gas module was checked and has been replaced to resolve the issue. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The defective part and device's logs were not available for further evaluation, therefore the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/04/2021. Corrected manufacture date: 04/28/2021. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).